Event description:
It was reported that the review of a merlin.net remote transmission from (B)(6) 2019. The patient received atp therapy inappropriately due to oversensing on the ventricular channel. It was discussed that the signal appears to be some kind of noise on the lead, possible from lead flexion since it appears so rhythmic. Lead revision was suggested. On (B)(6) 2019 the lead was explanted and replaced. The patient was stable.